Manufacturer narrative:
At the request of the customer, ordered grid for customer installation. Per followup contact with customer, the system is ok.

Event description:
It was reported that there was artifact on the grid of the 9800 system. There was no report of patient injury.